Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 at 09:00:04 and 15:00:04. Programmer s2d data file (B)(4) shows 2- alert events for "rv defib lead impedance > 200 ohms" on (B)(4) 2012 at 09:00:04 and 15:00:04.

Event description:
It was reported that within a few days of implant, there was increased impedance and a lead alert. The right ventricular lead, at time of revision, was easily removed from the header port and the lead was attached to the analyzer and had normal readings. The lead was reinserted and setscrews carefully tightened and normal readings gotten from the device. The device remains in use. No patient complications were noted as a result of this event.